Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 26mmol/l. The customer was treated with insulin injection. The customer stated that there is crack on screen and button is unresponsive and blank display for 2 hours already. The customer was advised to insert with new battery and still with same issue. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display due to vertical cracked lcd controller also, received with cracked lcd glass. Unable to verify button unresponsive complaint due to blank flashing white light on the display noted. The insulin pump had scratched case, pillowing keypad overlay, scratched keypad overlay, serial number label fading and minor scratched lcd window.